Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple transmitter authenitication errors occured. The transmitter was replaced but the error continued to occur. There was no reported impact to customer's blood glucose. No addtional patient information was provided.